Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had repeatedly failed. The field service engineer (fse) was unable to replicate issues with drawer 3-1, but while reseating the retractor band and row-board cables, discovered that the drawer controller connector to the row-board cable was slightly unseated. The fse fully reseated the connector. The device then successfully passed the hardware test application. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers kept failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.